Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is argentina. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. It was reported that the device failed to take hold correctly due to wear. The product was utilized according to the directions for use and did not break. No injury, symptoms, complications, or need for medical or surgical intervention were reported for the patient. The event did not lead to or extend hospitalization, and no treatment or additional surgery was performed. There were no patient complications or symptoms have been reported as a result of this event.